Manufacturer narrative:
Submit date: 3/30/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The long piece of tape is on the wrong side and is not working properly. This was discovered before use.